Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient had issues with occlusions for several months. On the incident day, she woke up with high glucose values, triple ketoacidosis and experienced vomiting. As the glucose values could not be lowered with the use of an insulin pen, the patient went to hospital herself and was hospitalized for two days, where she received insulin. At he time of the report, she was already released and her condition was fine.

Manufacturer narrative:
Catalog no and unique identifier were updated based on the returned product.